Event description:
It was reported that during an ICD explant, externalized conductors were observed via radiography. Increased lead impedance was also observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.